Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported unrestricted flow. The tubing set was to be used to deliver an unspecified volume of normal saline. It was reported that during priming of the tubing set, the tubing was clamped with the slide clamp of the tubing set. At this time, the customer contact reported that an unspecified volume of solution was dripping from tubing set. Though requested, no add'l info was provided, including if the tubing set was replaced and the therapy was initiated.